Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under both breasts and had the imprint of a therapy electrode under the left breast. The patient stated that the rash was redness on her skin. The patient's doctor instructed the patient to return the lifevest. During a follow up call, it was reported that the skin irritation was better. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.